Event description:
It was reported that a guide wire separation occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified unspecified coronary vessel. A 330cm rotawire floppy rotablator rotational atherectomy system was used to treat the target lesion. During procedure, the guide wire became separated. The procedure was completed with a different device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a guide wire separation occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified unspecified coronary vessel. A 330cm rotawire floppy rotablator rotational atherectomy system was used to treat the target lesion. During procedure, the guide wire became separated. The procedure was completed with a different device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. It was observed that the returned device has the distal tip detached. The visual and tactile inspection was performed and the device presents: the distal end fractured; moreover, the spring tip was not returned. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The mtac lab revealed that the failure occurred due to a rotational wear reduction of the cross sectional area followed by a fatigue event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a guide wire separation occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified unspecified coronary vessel. A 330cm rotawire floppy rotablator rotational atherectomy system was used to treat the target lesion. During procedure, the guide wire became separated. The procedure was completed with a different device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that this complaint device and a 1.25mm rotablator rotational atherectomy system were inserted and ablation was performed once in the target lesion. Complaint device had to be exchanged with a support type wire, so both devices were removed from the patient's body. Rotational speed test was done at 160,000 rpm outside of the body and it was noted the guide wire detached.